Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose however, a specific value was not provided. Reportedly, the customer declined to provide additional information and continued to use the pump for insulin therapy.